Event description:
The following was reported by the pt's insurance agent: on (B)(6) 2005, pt underwent a hernia repair with perfix plug. Ni/ni/ni, pt developed an abscess and was treated with antibiotics. On (B)(6) 2011, pt underwent explant of the perfix plug and implant of an unk mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt's insurance agent reported that the pt developed and was treated for a post operative infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Medical records and product identifiers have not been provided at this time. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.